Event description:
Approximately seven weeks post achilles tendon repair with orthadapt augmentation, the graft was explanted during surgical repair of the achilles re-rupture, due to trauma. The surgeon repaired the second rupture of achilles by lengthening the tendon and augmenting with orthadapt.

Manufacturer narrative:
Based on the available case information provided by the surgeon, the reported incident was due to traumatic re-rupture and was not graft-related. A review of the device history record (DHR), indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc is the reporting company for the event.